Event description:
The physician attempted arteriotomy closure using a techstar xl 6 fr. Device. During deployment, the needles stalled in the barrel. While attempting to access the needles, the sheath separated from the needle guide. The sutures were removed from the device, the pt was taken to surgery for device removal and closure of the arteriotomy. The pt recovered without further incident.